Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) insertion on (B)(6) 2017 that there was a blood leak. Access was gained, but when the iab was inserted over the wire as the tip entered the sheath, blood came out. The balloon was then filled with blood. A second iab was inserted successfully. The indication for use was multivessel coronary artery disease, unstable angina, and pre-open heart surgery. There was no reported injury to the patient.

Manufacturer narrative:
Lot # changed from: 3000059168 to: 3000056545. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on (B)(6) 2017 that there was a blood leak. Access was gained, but when the iab was inserted over the wire as the tip entered the sheath, blood came out. The balloon was then filled with blood. A second iab was inserted successfully. The indication for use was multivessel coronary artery disease, unstable angina, and pre-open heart surgery. There was no reported injury to the patient.